Manufacturer narrative:
(B)(4).

Event description:
It was reported that reading issue occurred. The product was evaluated. An external visual inspection was performed and no damage. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and failed. A review of the share logs was performed and signal loss over an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss over an hour. The reported event of reading issue occurred is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.